Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the patient had food packed in the implant area. Crown was removed and fractured screw discovered at tooth location 13. Tools were ordered and patient will return to have screw removed from implant. No relevant patient history or injury reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) 3i t3® with dcd® non-platform switched tapered implant 4 x 10mm (bnst410) was returned for investigation. Visual evaluation of the as returned device showed the implant heavily damaged around the collar ad the hex, possible from the removal process. Based on the evaluation evidence of a fractured screw could not be identified. Functional testing to recreate the reported event could not be performed due to the nature of the event. Pre-existing condition noted on the per form was unknown bone density type. The reported device was located on tooth # 13 (universal) and was used for approximately 9 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported screw is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. DHR review was completed for the subject lot number (2018101125). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018101125) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable as physical evaluation did not identified the fractured screw.

Manufacturer narrative:
One (1) 3i t3® with dcd® non-platform switched tapered implant 4 x 10mm (bnst410) & one (1) unknown lb screw were not returned for investigation. Visual evaluation could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the event. Pre-existing condition noted on the per form was unknown bone density type. The reported device was located on tooth # 13 (universal) and was used for approximately 9 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2018101125). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018101125) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.